Event description:
Freestyle libre 2 sensor for continuous glucose monitoring does not work. Error message says sensor is not compatible. Manufacturer admits it is a quality issue. Their online instructions for the problem did not solve the problem. Manufacturer offers no email support for those, like me, who cannot talk on the phone due to voice disability. This puts my life in danger as I rely on the device's low blood sugar alarm to treat low blood sugar before passing out or dying. They should not sell a medical device without offering support via email.